Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. After the software key was inserted into the instrument and system displayed green checks, the fse the switched power off and removed the software key. Once power was restored to boot the clinical program, the fse verified that the instrument would not progress past blue maquet boot screen. After several minutes, the instrument would alarm. The fse confirmed that the executive processor board displayed f0 and fa during the failure. It was recommended to replace the executive processor board. Once the executive board was replaced, the fse booted system and noticed that the screen was frozen and would not progress past blue maquet boot screen. After several boot attempts, it was recommended to change the video generator board. The fse replaced the video generator board. The fse rebooted the system and verified now that screen could display the spinning blue clockwise/counterclockwise circle. The fse reinstalled b.17 software and verified that instrument could properly load clinical and service application. A supplemental report will be submitted upon receipt of additional information. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed to load the b.17 software. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10.

Event description:
N/a.